Manufacturer narrative:
The device was received for evaluation. During functional testing, downstream occlusion was reproduced. Evaluation sent the device to flow for downstream occlusion testing with failing results. Evaluation attempted to run a loaded set and immediately got a downstream occlusion alarm, when there was nothing occluding the tube, it was a false downstream occlusion. A review of the event history log revealed multiple occurrences of downstream occlusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be high downstream sensor values. The force sensor no tube and scale factor requires recalibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a downstream occlusion. This occurred in the biomed service department. There was no patient involvement. No additional information is available.